Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to faulty force sensor resistor. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, broken reservoir tube lip, and cracked reservoir tube window.

Event description:
The customer reported via phone call that he received a couple of compromised force sensor system alarms in a row trying to insert a new reservoir. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.